Event description:
It was reported that during a tonsillectomy, the metal electrode on the evac 70 broke when use for 10 minutes. The pieces were not removed from the patient. The procedure was completed with a s+n back up device. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The electrode is worn from use and the top and middle electrodes are missing a portion of their body. The opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma with its remaining electrode and had no issues activating coag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that the provided device image appears to show deformation of the electrode face with only one remaining electrode appearing intact with possible damage to the collar, as well. The active life (ablation) of the wand is ¿15 minutes¿ per product specification. The wand is an externally communicating device which is neither manufactured nor intended for implantation; therefore, is not approved for long-term internal tissue exposure and long-term implantation data is not available. Based on the limited information provided a definitive clinical root cause could not be determined. However, a user technique/procedural variance cannot be ruled out as a possible contributing factor. The patient impact includes the retained non-implantable electrode(s) which were reportedly ¿not removed¿ from the patient which could place the patient at risk for local tissue disruption, discomfort/irritation, corrosion, and possible micro-motion. The root cause has been associated with component failure. Factors that could have contributed to the failure include (1) using the device as a lever to enlarge surgical site. (2) mechanical displacement of tissue through applied force. (3) activating the device above recommended settings for prolonged periods of time. Based on this investigation, the need for corrective action is not indicated.